Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed from the patient, the dcs nose cone caught on the edge of the valve frame, and the valve moved from the annulus to just above the sino-tubular junction. A second valve was implanted successfully in the annular position. No adverse patient effects were reported. The dcs will not be returned for analysis as it was discarded by the customer.

Manufacturer narrative:
Subsequently it was reported that the patient had a large anatomy and minimal calcification, which may have lessened the amount of force needed to move the valve. From the available information, a conclusive cause for the plunger tip of the delivery catheter system catching the inflow of the valve could not be determined. The aortic angulation may have resulted in the plunger not being centered in the valve post-deployment and also contributed to the dislodgement.